Event description:
A caller reported encountering a cartridge alarm with the tandem mobi pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.